Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause cannot be determined. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Transferring from ICU to ed, the ventilator failed in elevator. While in the elevator, the hamilton t1 ventilator failed. It came up with warning at 0449 hrs stating 'external flow sensor failed'. Patient not making tidal volumes. The ventilator had passed all checks at 0004hrs. All tubing checked and confirmed to have been connected properly. Patient bagged with bvm until arrival in ICU. Ventilator was subsequently removed from resus 1 & placed in office for more in-depth check. No harm to patient.